Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart. A cold reset was performed. Test, rewind, basic occlusion, occlusion, prime/ compromised force sensor system and excessive no delivery test or verify download anomaly due to buttons not responding. Pump received with cracked case display window corner and broken reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.